Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the partial lead in segments was returned and analyzed and found the helix disengaged from helical channel. The defib conductor was distorted, there was blood/body fluid (not obstructed) on several conductors, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress crack, the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported the lead was removed due to pocket erosion and possible infection. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.